Event description:
The MFR received info alleging a ventilator would not power on and it displayed a ventilator inoperative message. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR¿s service center, a ¿ventilator inoperative¿ code was found in the ventilator¿s downloaded error log. The device¿s system board was replaced to address the issue.